Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant, the right ventricular lead was unable to capture due to dislodgement. The physician exchanged the lead during the same procedure on (B)(6) 2019. The patient was in stable condition before, during and after the procedure.